Event description:
It was reported the catheter was being placed into a female pt. The insertion was a routine procedure and was about 3/4 of the way complete. The nurse smelled and saw smoke coming out of the back of the vps console where the screen meets the keyboard. The console was then turned off. The nurse finished the procedure without the console and a chest x-ray was used to verify catheter placement. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4).